Event description:
It was reported that during the implant procedure, the p wave and impedance were acceptable; however, there was no capture at 8 v. The lead was repositioned, but again there was no capture at 8 v. The lead was checked in unipolar and high impedance was noted. The physician did not use the lead, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).